Manufacturer narrative:
The report event was not confirmed by analysis. Longevity analysis found the battery depletion to be normal.

Manufacturer narrative:
Further information was requested, but not yet available. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician. It was also noted that the patient received inappropriate shocks. The device was explanted and replaced.